Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure on (B)(6) 2022. The patient experienced severe right heart failure, rhythm problems, and kidney failure. The right heart failure existed prior to the pump implant. A device related issue did not cause or contribute to the right heart failure. The patient was tired and experienced volume overload and was given medication and diuretics for the right heart failure. The renal failure was related to the right heart failure and existed prior to the pump implant. The patient experienced recurrent ventricular tachycardia which required defibrillation regularly and medication. The patient did not have a history of arrhythmia prior to pump implant. The arrhythmia was not thought to be device or therapy related and an implantable cardioverter-defibrillator (ICD) was not implanted prior to the pump. The patient's death was not device related. The pump operated as intended and an autopsy was not performed.